Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 had transecting issues with delayed or no response to burning.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. A lot history record review was completed for lots 3000392532, 3000373088, and 3000373620. The last 3 lots shipped to the account prior to the event/aware date. For lot # 3000392532. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000373088. There were two (02) ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000373620. There were two (02) ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.